Event description:
The caller stated, "I had adhesion surgery in 2003. They put the gynecare intergel barrier in to try to prevent the adhesions. I have had surgery several times due to adhesions, and this time was worse than any other. I had to stay overnight because I had so much pain. The pain is just getting worse. I am getting ready to go back into surgery within the next two weeks. I have to call my doctor today to schedule the surgery." Surgeon stated the patient suffers from chronic pelvic pain. The patient had a hysterectomy in january 2003. Subsequent to this, patient had subsequent laparoscopic lysis of adhesions at which time gynecare intergel was used. Immediately following this procedure the patient had severe pain. CT was normal as was a urologic evaluation and a colonoscopy. 2 months later, the patient underwent another laparoscopy. No adhesions were noted. There was no generalized inflammation but there was diffiuse brown staining and some red lesions in the area of the vaginal cuff. The surgeon felt that these may be consistent with endometriosis. The pain persists. The surgeon did not feel that the findings were consistent with foreign body reaction, and she will explore other diagnostic and therapeutic pathways. In addition, it was reported by the patient that 1 week after the laparcoscopy, patient "is still swollen and patient can't wear their clothes, patient has an overactive bladder and is still having pain. Patient is taking `hoemones' and detrol." After the laparoscopy, it is noted, "spoke to the patient; patient is recuperating at home. The procedure on monday went well, some scar tissue was removed and it was noted that the pelvic lining had changed color. The patient feels much better post operatively than they had before. Patient will be visiting the doctor for follow up. The patient considers this event closed. Patient's surgeon noted that the laparoscopy was at the patient's request. It was apparently initiated by the patient learning of the voluntary withdrawal. Additional information provided on 3/2005 noted this complaint in litigation, it was reported that in 2003, patient underwent abdominal surgery and gynecare intergel was spread throughout patient's abdomen. The complaint alleges that, shortly following the patient's surgery, "patient developed extreme pain, swelling and other serious injuries." The complain also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, diability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life....and an impaired ability ton bear children.

Event description:
Add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: "major" pain and "months of pain and discomfort" following the insertion of gynecare intergel, incluidng two surgeries. Pt had not worked following surgery. In addition pt states cynecare intergel caused incision from surgery "to ooze and break open months after it was placed."